Event description:
The customer reported that the system intermittently failed to boot to a usable state. No patient or user injury reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors to the image intensifier power supply, as well as the interconnect cable, were evaluated and replaced. The system was tested and found to be working as intended and returned to service.